Event description:
It was reported that the one of the patients spinal cord stimulator (scs) leads was fractured and the patient was not getting an adequate pain relief. It was also noted that there were high impedances in the leads after a nondevice related fall. The patient underwent an spinal cord stimulator (scs) replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087121, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc2218700, model: sc-1232, serial: (B)(6), batch: 568230, UDI: (B)(4).